Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open bowel procedure, the patient had an abscess. The event lead to an extended hospitalization. The abscess was treated to resolve the issue.